Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the reported 40084 error. Additionally, fse identified 418 error from the patient side cart (psc) medical grade power supply (mgps) and replaced the powe supply to resolve the issue. The system was tested and verified as ready for use. Isi did receive da vinci products involved with this complaint to perform failure analysis. The usm was analyzed and during visual inspection no evidence was found that would be related to the reported problem. The unit was tested on an in-house system and failed in normal mode with error 31226. The unit was also tested on a patient side cart fixture test platform (pftp) and fiber test and failed pointing to clock spring and parallelogram. Once testing was completed, the fibers were tested, and it was verified to be the source of the fault. The powe supply was analyzed and in artemis, error 417 and 418 was found indicating failure had occurred in the field. Upon visual inspection there is no issue found that would relate to the complaint. The unit was installed onto the golden system, upon powering on the system, the fans of power supply were spinning indicating it was on. The system powered cycles 10 times and error 418, 818 and 817 was found in the laptop error logs. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted thoracic esophagectomy transthoracic surgical procedure, the customer experienced error 40084 which kept appearing every 10 minutes and universal surgical manipulator (usm) 3 turned yellow. Technical support engineer (tse) checked the logs and identified errors pointing to axes controller arm (aca) in usm 3. Additionally there were plenty of aurora errors over the last couple of days. The procedure was converted to laparoscopic surgery with no reported injury.